Event description:
Same case as: 6000089-2006-01662. Clinical registry. It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated one target lesion. The lesion was a 90% stenosed, moderately calcified, moderately tortuous, bifurcated lesion in the mid left anterior descending (lad) artery with in-stent restenosis. The vessel was 2.77m in diameter and the lesion was 32mm in length. The physician pre-dilated with a 2.0x20mm maverick balloon. The physician placed two taxus liberte stents (2.50x16mm and 2.75x20mm) in overlapping fashion. The lesion was post dilated with a 3.00x18mm balloon at 22atms. The results were timi-3 flow with 10% residual stenosis. It was reported that there was a side branch occlusion. During the procedure, the patient began to experience a non q-wave myocardial infarction (mi). An ECG was performed as well as cardiac enzymes were drawn to confirm the mi. The event was resolved by using medical therapy. The patient was discharged 13 days following the procedure on 75mg of plavix. The relationship of this event to the device was "definitely related." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7670800 found that the device met its material, assembly and product specifications, at the time of release to distribution.